Event description:
A physician reported a pt who was skin tested on 4 march 1999 with no response and subsequently treated in the wrinkles of the forehead and upper left nasolabial. On 23 april 1999 the pt developed redness and swelling in the forehead and nasolabial upper left which resolved on 24 june 1999, the pt was treated with zyrtec, calcium tbl, and "cooling" on 07 june 1999 which was effective. The local symptoms were considered by the physician to be product related hypersensitivity.